Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B) (4)

Event description:
The customer contact reported that the pump did not sound an audible alarm tone during an alarm condition while on the low or high volume setting. The pump was returned to the biomedical engineering dept with an unsigned note stating, "e301 alarm". No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, the pump did not sound an audible alarm tone during an alarm condition while on the low or high volume setting. There were no reports of any adverse pt events while the pump was in clinical use. Though requested, no additional info was provided.